Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause maybe a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing renasys go, the message of device failed displayed on the screen. The treatment was continued with a back-up device. The device will be returned to jp local service for evaluation. The results will be shared its completion. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.